Manufacturer narrative:
Pump received with no escape button response due to unlocked j2 keypad connector on lcd board. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's escape and act buttons were unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.